Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the phenomenon image flashes could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k ultra high definition liquid crystal display (lcd) flicked on and off. The cable was adjusted and unplugged. The issue was found during a diagnostic gastrointestinal scope case. The procedure was completed with a two minute delay. The monitor was inspected before use. There were five cases that day, but there was only a problem with this one case. There were no reports of patient harm. This report is related to linked patient identifier: (B)(6).